Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that following a recent fall at work, the patient experienced pain at the ipg site and a high impedance on their l4 lead which resulted in ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2205 wherein the ipg was repositioned and the l4 lead was replaced [related manufacturer reference number: 1627487-2025-06319] to address the issue.